Event description:
I use the dexcom g7 as a type one diabetic. The quality of these sensors has gone down 100-fold from their previous g6 model. The g7 does not stay on for the full ten days, even with their provided overpatch. You must go and buy extra medical tape in order to keep it on. Once being able to keep it on, a new issue arises. On day 6/7 of the device being warm, blood sugar reading become spotty and inaccurate. I will sometimes not have readings for hours at a time. Then on day 8 the sensor ultimately completely fails. Here are some consequences of such poor devices. Diabetics who use close loops systems with their g7, are being given insulin, or restricted from insulin, based of unreliable blood sugar readings. This can lead to life threatening consequences. Furthermore, with sensors not lasting their full length, and dexcom instability to replace their products in less the a week, diabetics are left without their medical devices that they need for their every day life. I strongly urge an investigation and reconsideration of this product being allowed on the market for diabetics.